Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, prompting a factory reset and education on system learning and meal announcements. Symptoms included hypoglycemia. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting with customer support, review of use patterns, and user education regarding the learning phase and meal announcement practices. Investigation of this case revealed no device malfunction and suggested that infrequent meal announcements and mismatch between insulin dosing and food intake contributed to low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.